Manufacturer narrative:
Device evaluation: the complaint device was returned to the manufacturer for evaluation and visual inspection was performed. Visual inspection of the return sample revealed that the lens was cut at the haptic site, most probably to make explant possible. Inspection of the lens under magnification shows there is a deep scratch on the posterior side of the returned lens. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. Manufacturing record review: the manufacturing process record was evaluated and the documentation shows that the production order was manufactured according to specifications. During manufacturing process, all products are subject to cosmetic inspection prior to optical testing. The in-line optical inspection data shows the lens is within power specification. Hence the lens meets the specified cosmetic requirements. There were no non conformances or deviations with respect to the manufacturing process. Labeling review: direction for use (dfu) was reviewed and blurred vision is listed as one of the complications following multifocal lens implantation. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. A search on complaints revealed that no other complaints for this order number were received to date. A review of the historical complaints was performed and did not identify any product deficiency. Based on the investigation results, reported complaint was not confirmed and no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zmb00, was performed because the patient experience blurry vision. There was no patient injury. No further information was provided